Event description:
The pt reportedly experiences sound quality issues shocking sensation when wearing the external equipment, external equipment was exchanged; but the issue was not resolved. Device revision surgery has been scheduled.